Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for non-malignant pain and degenerative disc disease. The rep reported there was a power on reset (por) code seen. The therapy had stopped. The rep reported that they tried to clear the por over the phone with the patient but was unable. The rep reported that they met with the patient on (B)(6) 2017 to clear the por with the clinician programmer. The rep reported that they didn¿t remember the por code. The rep reported that the patient said she bumped the ins with the recharger antenna and maybe that was when the por occurred. The rep was able to clear the por. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause was believed to be the microprocessor sensing a change in its environment so it reset itself triggering the por. According to the technical team this can occur sometimes. No further complications were reported or anticipated.